Event description:
As reported by the user facility information by bbm sales organization in brazil: "overinfusion". According to the customer: "the infusion was programmed to infuse in 3 hours, but ended 30 minutes before."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at laboratórios b.braun s.a., são gonçalo, brazil: we checked the history and found programming compatible with the one reported. The user programmed the 3 hours of infusion at 11:53:58 am. But he started the infusion only at 12:40:22. Stopping it at 14:12:23. In this interval of 01h32min01s, an amount of 260.65ml was infused, a value compatible with the infusion time and programming. The equipment worked as scheduled according to the usage history. No infusion errors were recorded in the history. However, as the user reported, the infusion ended 30 minutes earlier than scheduled. We simulated infusion using a volume of 510ml and a time of 03 hours. Programmed volume: 510 ml - infusion volume: 510 ml error: 0% programmed time: 3h - infusion time: 3h0min30s error: 0.3% result: approved. Note 1: graduated glass beaker used in the tec-329444 test, certificate no. 1431/22. Note 2: administration fee accuracy set ±5% in accordance with iec/en60601-2-24. Technical complaint not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.